Event description:
It was reported that the procedure was not completed. A rotablator console kit was selected for use. Upon preparation, it was noted that the device was leaking gas, thus the procedure was not completed. The patient was sedated when the procedure was cancelled. The procedure re-scheduled for a later date. No complications reported and patient was stable.